Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump buttons are not responsive. Customer does not recall any significant events leading to the error, except that it occurred while trying to reduce her basal temperature. Troubleshooting was done for keypad anomaly. Customer's blood glucose was 86 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.